Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced broken ail sensor, replaced cracked bezel, replaced dracked rear case, replaced damaged door assy, replaced corroded door latch assy. Replaced upper pressure sensor for check IV error and re[placed lower pressure sensor for low psi. A review of the device history record showed the device had a manufacture date of 10/04/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor. A patient side pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from covid we would like to have this lvp checked for recalls and made operational. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 10/04/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that an unknown issue occurred with the device. This pump was removed from service a few years ago and replaced with a new device. Due to the need for additional devices from (B)(6) we would like to have this lvp checked for recalls and made operational. No additional information was provided. There was no patient involvement.